Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 34 mg/dl. The customer was hospitalized on (B)(6) 2015 at about 11:45. The customer stated that they went to sleep with blood glucose level of 200 and woke up feeling very confused. The customer declined troubleshooting the issue. The customer stated that they had a low transmitter and did not have a charger with her. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see svn (B)(4).